Event description:
It was reported that a patient mentioned during their appointment that they had a paralyzed left vocal cord and that they believe to have started showing symptoms of difficulties with breathing and difficulty with her voice a few days post implant when the device was inactive. The patient indicated that she has historically had issues with her voice at night, with difficulty vocalizing even prior to the implant of the device. Further information received that onset of the patient's symptoms was two days after the surgery with slight gradual worsening over the following few weeks. Walking and talking made it worse. Hoarseness was noted with stimulation initiation. An ent determined that through laryngoscopy the patient had has left vocal cord paralysis, with subtle movements occurring. The patient's physician determined that the likely cause as vns implantation. Severity of event was noted to be moderate. The device history records of the lead was reviewed. The lead passed final function and quality specifications prior to release. No further relevant information has been received to date. No known relevant intervention has occurred to date.

Event description:
Information received from the clinical study site that the patient had vocal cord paralysis with subtle movements occurring, associated with vns and dyspnea diagnosed as extrathoracic obstruction - the dyspnea was noted to be mild. The events were definitely related to implant procedure. Events were recovered/resolved. Intervention of voice therapy with speech pathologist was taken for vocal cord paralysis and helped dyspnea as well no further relevant information has been received to date.

Event description:
It was reported that the vocal cord paralysis was &#34;definitely related&#34; to the vns implant procedure. Event was updated to describe the patient had related dyspnea diagnosed as extrathoracic obstruction associated with vns. No further relevant information has been received to date.